Event description:
The account alleged the side rail was torn off the bed and would not latch. No pt impact.

Manufacturer narrative:
The tech rebuilt the side rail and replaced the siderail center arm assembly, the e-ring, the cover assembly and the d pin to resolve the issue.